Manufacturer narrative:
Continued e.1 phone number: /(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "breast bag rupture" diagnosed via MRI. Later healthcare professional reported "intracapsular rupture with no evidence of extracapsular silicone leakage" diagnosed via MRI and "fold and cyst" diagnosed via ultrasound. This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Later healthcare professional reported "fold and cyst" diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6(a).